Manufacturer narrative:
Other, other text: additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
Additional information added to h6 and h10. This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(6). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed.one was returned for the evaluation of the reported issue. The device was received with no appearance of any physical damaged. The event log showed evidence of a "high alarm displayed, cassette not attached properly" alarm. To further investigate, a functional check was performed. Customer reported problem was duplicated. The root cause of the reported issue was found to be the device had a cassette not attached properly alarm. Actions were taken to mitigate the reported issue: the downstream occlusion sensor was replaced.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the pump alarmed "not properly attached." It is unknown if there was patient, or clinician injury associated with these occurrences. No further details provided at this time.